Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced high blood glucose event on (B)(6) 2026 due to bent cannula. The bent cannula event occurred on first day after insertion. The infusion set has been in use for less than one day. The site of insertion was belly. The patient's blood glucose level reached 268 mg/dl in one to two hours and was treated with insulin pump. No further information available.